Event description:
This case was initially received via regulatory authority (reference number: mw5106911) on (B)(6) 2022. This spontaneous case was reported by a regulatory authority and describes the occurrence of device dislocation ('migrated essure device above my left pelvic bone/ migration'), arthralgia ('chronic pain in my left hip') and embedded device ('device embedded in tissue or plaque') in a female patient who had essure (batch no. E13071) inserted. Other product or product use issues identified: medical device entrapment "entrapment of device". On an unknown date, the patient had essure inserted. On (B)(6) 2022, the patient experienced device dislocation (seriousness criteria disability, medically significant and intervention required), arthralgia (seriousness criterion disability) and embedded device (seriousness criteria disability, medically significant and intervention required). The patient was treated with surgery (hysterectomy in 2017). Essure was removed. At the time of the report, the device dislocation, arthralgia and embedded device outcome was unknown. The reporter considered arthralgia, device dislocation and embedded device to be related to essure. The reporter commented: hysterectomy in 2017 and both essure device were supposed to be removed at that pont. Scheduled with doctor on 2022 . Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2022: migrated essure device above my left pelvic bone. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-feb-2022. The most recent information was received on 23-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migrated essure device above my left pelvic bone/ migration'), arthralgia ('chronic pain in my left hip') and embedded device ('device embedded in tissue or plaque') in a female patient who had essure (batch no. E13071) inserted. Other product or product use issues identified: medical device entrapment "entrapment of device". On an unknown date, the patient had essure inserted. On (B)(6) 2022, the patient experienced device dislocation (seriousness criteria disability, medically significant and intervention required), arthralgia (seriousness criterion disability) and embedded device (seriousness criteria disability, medically significant and intervention required). The patient was treated with surgery (hystrectomy in 2017). Essure was removed. At the time of the report, the device dislocation, arthralgia and embedded device outcome was unknown. The reporter considered arthralgia, device dislocation and embedded device to be related to essure. The reporter commented: hystrectomy in 2017 and both essure device were supposed to be removed at that pont. Scheduled with doctor on 2022 diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2022: migrated essure device above my left pelvic bone.. Lot number:e13071 UDI: (B)(4) quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Amendment: the report was amended for the following reason: medically confirmed for reporter ha is changed to no and primary reporter is consumer. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5106911) on 15-feb-2022. The most recent information was received on 23-feb-2022. This spontaneous case was reported by a regulatory authority and describes the occurrence of device dislocation ('migrated essure device above my left pelvic bone/ migration'), arthralgia ('chronic pain in my left hip') and embedded device ('device embedded in tissue or plaque') in a female patient who had essure (batch no. E13071) inserted. Other product or product use issues identified: medical device entrapment "entrapment of device". On an unknown date, the patient had essure inserted. On (B)(6) 2022, the patient experienced device dislocation (seriousness criteria disability, medically significant and intervention required), arthralgia (seriousness criterion disability) and embedded device (seriousness criteria disability, medically significant and intervention required). The patient was treated with surgery (hystrectomy in 2017). Essure was removed. At the time of the report, the device dislocation, arthralgia and embedded device outcome was unknown. The reporter considered arthralgia, device dislocation and embedded device to be related to essure. The reporter commented: hystrectomy in 2017 and both essure device were supposed to be removed at that pont. Scheduled with doctor on 2022. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2022: migrated essure device above my left pelvic bone.. Lot number:e13071 UDI: (B)(4). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.